Event description:
During an internal service activity, the clinical engineering technician reported that they were turning on the system in order to prepare the system for the day and called saying that the erbe would not turn on. The field service engineer (fse) instructed customer step by step through complete troubleshooting but the esu did not turn on. Customer replaced the power cord, switched the power outlet and swapped fuses. Customer installed a third-party esu. The system keeps being used without any issues. There was no further errors during the call. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) [erbe] to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu [erbe] was analyzed and found to have a generator defect and won't turn on. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.